Manufacturer narrative:
There were 2 probes from lot number 10098ae2 that were implicated in this event. Additional info will be provided once the investigation is completed.

Event description:
It was reported that in two separate pt cases, a stryker 4.0 mm 90-s max serfas energy suction probe became clogged and the suction failed. Both of the alleged probes that failed came from the same lot number. In each case, another probe was available for use and each pt's procedure was completed successfully. There were no reports of any adverse consequences to either of the pts.